Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet and increased mitral regurgitation requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted that imaging was a little difficult due to the anatomy. The clip delivery system (cds) was advanced and placed in the central lateral position. There was a little difficulty in capturing the leaflets, however sufficient leaflet capture was satisfactory in all views. The mitraclip was successfully implanted reducing the final mr to a grade of 1+. The next day a control transthoracic echocardiogram (tte) was performed, and it noted that there was a significant increase in mr. On (B)(6) 2022 a transesophageal echocardiogram (tee) was performed, and it noted that the clip was detached from the posterior leaflet (single leaflet device attachment (slda)). The patient underwent a second procedure on (B)(6) 2022 and two additional mitraclips were implanted to stabilize the slda clip and to reduce mr. The procedure was complete with a final mr grade of <1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult imaging was due to challenging anatomy. The reported difficulty capturing the leaflets appears to be related to the difficult imaging. A cause of the reported recurrent mitral regurgitation (mr) could not be determined. A cause of the reported single leaflet device attachment (slda) could not be determined. The reported patient effect of mr as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.